Event description:
The user facility reported that water was leaking from the unit and leaked downstairs. No procedure cancellation or injuries were reported.

Manufacturer narrative:
The steris technician investigated and found the hose clamp had loosened causing the hose to leak. The technician replaced the hose and clamp, ran a test cycle and confirmed the unit was operational.